Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. The customer had been using both the tandem charging cable and wall adaptor when the issue arose. Technical support instructed the customer to plug the wall adapter into a working outlet and wait at least 30 minutes to see if the pump would begin charging, with a promise to follow up if the issue persisted.